Manufacturer narrative:
This report pertains to the thruway wire where it was reported "it got stuck on the wire and the wire sheared." The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
While the physician was using the device, it got stuck on the wire and the wire sheared. They tried to use another wire (thruway wire) and the second wire would not go through the device. They used another of the same jetstream device and another thruway of the same size to complete the procedure. Patient is fine. No complication. This all happened during procedure, inside of the patient's body. Additional information reported that the thruway wire reported to have sheared was removed in one piece and that it's believed the cause of the frayed wire was the js spinning over the wire. The second wire would not advance through the jetstream and was not stuck on the js.